Manufacturer narrative:
H6: the device was received by ventec and its electronic records (system logs) were downloaded for analysis. Ventec observed that the device had last been used on 09/15/2025. As a result, section b3, date of event, has been updated from 09/29/2025 to 09/15/2025. On the day of the reported event, ventec noted that the device had logged multiple alarms over approximately 8 hours of use. Ventec also reviewed data for the days leading up to the date of the event and similarly confirmed that the device had logged multiple alarms. Ventec then performed an evaluation of the device where the reported issue of its alarms not working as expected could not be duplicated or confirmed. During testing ventec observed that the device provided both visual and audible alarms as expected. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm did not work as expected. No further details or explanation was provided. There were no reports of patient involvement associated with the reported event.